Event description:
Revision surgery - due to the glenoid being loose causing discomfort. The surgeon removed the glenoid and replaced it with a new e-poly glenoid.

Manufacturer narrative:
The reason for this revision surgery was to address discomfort due to a loosened glenoid after 2 years, 6 months, 13 days in vivo. The surgeon replaced it with a new e-poly glenoid. There is no information in this complaint about any patient injuries, activities, or accidents that may have contributed to the need for this revision surgery. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to (B)(4) for examination. A review of the device history records showed no non-conforming material reports associated with the main contributor component listed in the complaint. A review of the product complaint report history showed there have been 10 prior complaints reported against this part; with 1 of the prior complaints having the same failure mode of device loosening. This is the first complaint against this lot number. This investigation is limited in scope because the explanted products were not returned to (B)(4) and hence a definitive root cause cannot be determined. There was no information reported that evidences a material, design, or manufacturing problem with the product.